Event description:
Pt reported to be shocked during estim treatment". The clinician indicated in the questionnaire that there appeared to be a 2cmx0.5cm and 1cmx.05cm skin lesion at the site. The questionnaire indicated that treatment was not interrupted but that pt's orthopedist was consulted and examined pt following the incident and provided treatment. No info was provided as to the typed of treatment given by the orthopedist. The pt called in later to state that he was sent to the ER for testing by his primary care physician. No info was provided as to the testing that was conducted by physician.